Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was noted. No surgical intervention was performed. Further evaluation was recommended. The patient's condition is stable and will continue to be monitored.